Manufacturer narrative:
The device was returned to edwards for evaluation and a product deficiency was not identified. Diagnostic imaging was not provided; therefore, the reported clinical observation of coronary sinus rupture was unable to be confirmed. During the decontamination process of the returned device, the coronary sinus pressure lumen was found to be blocked and could not be cleared. The balloon was functionally tested and no issues were identified. Patency test was performed on all accessible lumens and no leaks or occlusions were identified. There was no visual damage, contamination, or other pertinent abnormality found on the returned device. The allegation of the catheter shaft seemed ¿too stiff¿ was not confirmed. The stiffness of the shaft is a controlled design of the device which includes a braided wire layer within the shaft to increase strength. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Perforation of the coronary sinus is a serious, well characterized complication of retrograde cardioplegia. Its causes are well known but sometimes difficult to predict. Management of this complication is well described in the literature. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the catheter. No manufacturing non-conformance have been associated with the historical events which have been reported. Based on the information received, operational context contributed to this event. Neither a manufacturing defect nor a product deficiency related to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Injuries to the coronary sinus are listed as a potential complication in the product IFU. The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trends were assessed and they were found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be filed when the evaluation is complete.

Event description:
Edwards received information that a patient sustained a coronary sinus rupture during placement of a peripheral retrograde cardioplegia device for minimally invasive aortic valve replacement. The device was placed via transesophageal echo (tee). Initially, everything looked good. There was no bowing of the catheter and no resistance during advancement of the device. Less than one half of a cc of volume was used for ventricularization. There was no note of any ventricularization when the balloon was deflated. The account does not use fluoroscopy and non-occlusive venogram was not used to assess coronary venous anatomy. The anesthesiologist reported that when the device went through the coronary sinus ostium, he thought the device went in deeper than needed, so he pulled back the device for final placement. The tip of the device was noticed in the myocardium via echo. A tear on the back of the coronary sinus was noticed and the epicardium was minimally bleeding. The injury was repaired. Patient had no reported anatomical variances. The female patient progressively declined during the case. The post-operative status of the patient remains unknown. The anesthesiologist is an experienced user of the product and reported there were no issues with the mechanical steering of the device. The anesthesiologist reported the catheter shaft of the device seemed too stiff and might have caused the coronary sinus rupture.